Event description:
Reportedly, while using the device part of the handle disengaged and fell into patient cavity. The components were retrieved but there is a small chance that some particles were left in the patient. The patient is in good condition and there was no report of injury.